Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, using a daa double offset adapter right 80/45, when broaching the femoral canal, the male end of the broach handle broke off inside of the female end of the strike plate. All pieces were retrieved. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
D4: lot# and expiration date, d10: device available for evaluation? And h4: device manufacture date section h3, h6: it was reported that during a total hip replacement surgery, using a daa double offset adapter right 80/45, when broaching the femoral canal, the male end of the broach handle broke off inside of the female end of the strike plate. All pieces were retrieved. Patient was not injured as consequence of this problem. The complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device was incompletely returned as the fractured clutch is missing. Hence, the reported failure mode could be confirmed. Apart from the fracture, signs of usage such as dents and scratches are visible over the whole surface. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 2 additional similar complaints for the same product number over the past 12 months with similar failure mode. Previous investigations revealed that under specific circumstances, the clutch of the device may fracture while hitting. The root cause is attributed to a design issue. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product. No further escalation is required. Please note that according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Furthermore, in the instrument sets of smith & nephew orthopaedics ag, there is always at least one backup rasp adapter available. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.